Manufacturer narrative:
(B)(4) 2011. The analysis on this lead is pending. (B)(4) 2011.

Manufacturer narrative:
January 19, 2011. The analysis on this lead is pending.

Event description:
Prior to implant, the helix would not extend fully and when it finally did after 10 turns it was reported that there was an enormous amount of torque and recoil in the lead both at deployment and retraction. The lead was not implanted. An oscor lead was successfully implanted.

Event description:
Prior to implant, the helix would not extend fully and when it finally did after 10 turns it was reported that there was an enormous amount of torque and recoil in the lead both at deployment and retraction. The lead was not implanted. An oscor lead was successfully implanted.